Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction occurred. In addition, it was reported that the pump reset unexpectedly and that the pump indicated a data log corruption. The customer's blood glucose level was 170 mg/dl. Customer continued using the pump for insulin therapy.